Event description:
It was reported that ¿this machine is acting weird.¿ the device was ¿going up on its own.¿ the implantable neurostimulator (ins) was at 2.25volts and was ¿kind of strong¿ and the patient couldn¿t ¿get it to go down.¿ the patient had noticed the issue on the morning of this report. The patient¿s ins was usually at 0.75volts. The ins was set to group b with a program 1 at 2.55volts and a program 2 at 1.55volts at the time of this report. The patient also had a group a which had a program 1 at 0.75volts and a program 2 at 1.8volts. The patient had initially stated that he had been on group b earlier in the day, but later stated that he had been on group a earlier in the day. The patient then changed to group a and lowered program 2 to 1.5volts, which resolved the patient¿s issue.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Follow up information received from the patient reported that they still had concerns with their device therapy but had not sought further help. If additional information is received, a follow up report will be sent.